Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patients ipg had migrated. The patient underwent a revision procedure wherein the ipg was relocated and remains implanted. The patient was doing well post-operatively.